Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump alarmed. The alarm was "remove and reattach cassette". The pump has been off for 9.5 hours. The reservoir volume was 23.5. There was no patient injury reported.